Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant the patients right ventricular (rv) lead was found to not be capturing. X-ray showed an rv lead perforation. Pericardial effusion from perforation led to an emergency pericardial window to relieve effusion. The lead was removed and replaced without incident. No further patient complications have been reported as a result of this event.